Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient's outcome was not considered to be device related and the pump had reportedly operated as intended. It was further communicated that the pump will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, bleeding, multiple types of organ failure and dysfunction (respiratory failure and renal failure), pericardial fluid collection, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, "system monitor", outlines situations that can result in low flow, including changes in patient conditions. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and hypovolemia as potential late postimplant complications. Section 6 of the IFU, (under ¿anticoagulation¿), also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3: event date corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had suction events on the left ventricular assist device (lvad) where the speed decreased from 5800 to 5500 revolutions per minute (rpm) and the patient was diagnosed with a sustained atrial flutter. The patient was treated with inotropic support on milrinone and ablation. It was noted that the patient was on hemodialysis due to acute kidney injury. The patient did not have a history of arrhythmia, and a cardiac resynchronization therapy defibrillator (crt-d) was implanted prior to lvad implant. The ablation resolved the arrhythmia however when the patient returned from ablation and developed bleeding from their driveline with hypotension and low flows on the lvad. The patient was given fluid resuscitation and transfusions, started on inotropes and pressors, tracheostomy was exchanged emergently, and the patient was placed on intermittent mandatory ventilation (imv). In addition, the patient was noted to have an anterior pericardial effusion, with right ventricular compression and left ventricular collapse. The patient then underwent emergent re-entry into the chest with relief of hemopericardium. However, the heart remained in standstill and defibrillations attempted. A massive transfusion was carried on, and the patient stabilized flows on high support pressors and open chest. The family was informed about the details of the event, and it was decided to withdraw support.

Manufacturer narrative:
B5 narrative information. H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to hypovolemic shock.